Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
A revision procedure has been indicated due to loosening of the locking bar; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient underwent a knee revision procedure approximately eleven months post-implantation due to pain, swelling and loosening of the locking bar. During the procedure, the bearing and locking bar were removed and replaced. The patella was resurfaced to complete the procedure.